Manufacturer narrative:
The device was not returned for evaluation; however, the failure could have been caused by a defective pump. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as the reported event could not be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient said the suction was too strong and sometimes painful.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the suction was too strong and sometimes painful.